Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for use with this cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced visual disturbance. The iol was exchanged for a different manufacturers iol with a difference of one diopter approximately 6 months after the initial implantation. The clinical reason for the exchange was reported as dysphotopsia. Additional information has been requested.